Event description:
It was reported that the customer was experiencing high blood glucose. Customer's blood glucose was 555 mg/dl. Customer treated with manual injections. Troubleshooting was done for high blood glucose. The customer was assisted in performing high pressure test and test passed. It was found that the cannula was bent. Customer also stated that they change set every 4th day. Advised it is not recommended to use anything for more than 2-3 days. The customer was advised to change the entire set. The insulin pump is working as designed. Customer reported that the insulin pump alarmed no delivery. Customer's blood glucose was unknown. Customer stated the alarm was resolved by a complete set change. The customer was advised to call back when alarm reoccurs in order to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.